Event description:
The customer reported that she activated the device at 8:00 pm on (B)(6). At 3:00 am on (B)(6), her blood glucose read "high" (>500 mg/dl), which she corrected with a 2 unit manual injection. Her bg was 132 mg/dl at 6:20 am and 207 mg/dl at 7:00 am. She deactivated the pod at the latter time and noted that the cannula was bent and there was bleeding at the site.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."